Manufacturer narrative:
The sample was collected in a plastic bd serum tube with a gel separator. The specimen was allowed to clot for 30 minutes prior to centrifugation. The customer centrifuges samples for 20 minutes. Per customer, the sample was normal in appearance. Qc was within the customer's established ranges prior to and after the event. However, customer's qc data indicates that the level I hyb-psa qc does show a shift down from the mean with occasional low outliers (>2sd) that upon repeat are within the customer's established range. Routine system checks performed on (B)(6) 2011 passed within instrument specifications. There were no posted errors during the timeframe of the erroneous result. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a 300 replicate precision test. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bec), regarding a lower than expected, within the normal reference range, hybritech prostate-specific antigen (hyb-psa) result generated by the access 2 immunoassay system for one patient. Subsequent testing produced higher results above the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.